Event description:
The manufacturer received information alleging a trilogy o2 ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending printed circuit assembly requires replacement to address the issue.

Manufacturer narrative:
Additional information has been obtained regarding this complaint record. The product investigation laboratory (pil) received components from the device for evaluation of alleged failure. Pil received an oxygen blending module printed circuit board assembly with the complaint of: vent service required, error code. The pil could confirm the complaint. The error code issue noted at service is due to a faulty o2 sensor on the oxygen blending module printed circuit board assembly. The coding grids in this record have been updated accordingly.